Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller had a hazard alarm and the patient switched to their backup system controller. The backup battery was changed in the system controller after log files were downloaded. Log file review captured backup battery advisory faults on (B)(6) 2025 due to the backup battery failing the load test. Follow-up log files were submitted for review and confirmed that the backup battery advisory fault did not return on the new system controller. There were no unusual events in the log file event history and the mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log files. Data from the reported event date of 03jun2025 in the submitted controller event log file (B)(4) was reviewed. The backup battery fault alarm activated on (B)(6) 2025 at 15:50:41 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm lasted until the driveline was disconnected on (B)(6) 2025 at 16:32:24 for a controller exchange. There were no other notable alarms active in the log file. Data from the reported event date of 03jun2025 in the submitted backup controller event log file (B)(4) was reviewed. There were no notable alarms active in the log file. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.